Event description:
It was reported the pt (B)(6) was undergoing an arthroscopic procedure. The physician requested the bevel 45 wand with integrated cable be activated. Upon opening outer packaging of the wand, the operating room staff found the sterile inner tray was not completely sealed. The procedure was completed with a different product. No pt complications were reported as a result of this event.

Manufacturer narrative:
Attempt(s) for add'l info were unsuccessful. Due to confidentiality regulations, the pt's info was not available.